Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned for analysis.

Event description:
It was reported during the procedure that there was high threshold and phrenic nerve stimulation. The lead was not implanted and there were no patient complications reported as a result of this event.